Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system was taken out of service for patient death. The cause of the death is undetermined.

Manufacturer narrative:
Cpi received additional info that the model 4316 leads were removed from the pt four years prior to the pts death.